Event description:
Per the clinic, the patient experienced otorrhea subsequent to sustaining a brain fracture in (B)(6) 2014. On (B)(6) 2014, the patient experienced mrsa infection with swelling around the implant site. The patient was treated with antibiotics (type an duration not reported); however, the issue could not be resolved. The patient experienced a skin flap break down resulting in exposure of the implant. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
This report is filed may 16, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.